Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 535mg/dl and the pump alarmed motion sensor failure. Customer treated with a bolus. Troubleshooting explained alarm and customer was advised that the device would be replaced and to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer declined high blood glucose troubleshooting. No further details given.